Event description:
It was reported that the customer had normal blood glucose levels of 109 mg/dl. The customer reported a button error alarm from the insulin pump. The customer removed the battery of the insulin pump because she could not clear the alarm. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The back light functioned properly. The insulin pump had a cracked display window corner, a cracked reservoir tube lip and a missing end cap sticker.